Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a non bsc 2.5x15mm balloon. The physician then attempted to place a taxus express2 3.0x20mm drug eluting stent to the 90% stenosed lesion located in the extremely tortuous distal right coronary artery (rca), but couldn't cross the lesion at the mid rca. The stent delivery system (sds) was pulled in and out of the body several times. There was resistance when withdrawing to the guide catheter and then it was noted that the edge of the stent was lifted up. No pt complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.